Event description:
During an in clinic follow-up, the device was interrogated and revealed the device was in backup operation with power on reset (por). The suspected cause of the bvvi was exposure during magnetic resonance imaging (MRI). An attempt to restore the device was unsuccessful. The device was explanted and replaced to resolved the event. The patient was stable and will continued to be monitored.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The backup vvi is due to off label exposure to MRI as reported by the field event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information was received that the device was not MRI conditional.